Event description:
It was reported that post-op x-rays taken in 2008 revealed the patient had a failed dynamic rod on the left side of the construct. The dynamic underwent a revision surgery. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification.